Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported that the patient was out of the country last week and fell twice during the cruise on (B)(6) 2018 and (B)(6) 2018. The patient was getting an informational power on reset (por) on the patient programmer screen. Since last week the patient was not getting a response/no stimulation from the machine. The ins was fully charged. During the report the patient was able to successfully clear the por. The setting group g was at 4.0v. The patient turned the therapy on. The ins battery showed little less than 50% and the patient programmer was ¼. The recharger was then connected to the ins and the recharger screen showed ins sufficient screen. The patient may have screen the ins icon incorrect on the patient programmer incorrect. The patient was feeling the stimulation and the therapy was adequate. The patient never had trouble with their implant. It was noted that the patient does not have a health care provider for the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.